Event description:
A malfunction alarm was reported by the customer, indicating an issue with the pump. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump's replacement and advised the customer to switch to an alternate method of insulin therapy using multiple daily injections (mdi) to ensure continuous insulin delivery. The customer was instructed on how to properly store the malfunctioning pump and return it using a pre-paid label.